Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. It was noted the introducer insertion test was performed without difficulty or resistance and the lead was returned with the rv exposed coil kinked/buckled.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implanting the right ventricular (rv) lead, the "starting part on the rv coil at the proximal end seemed to be unnatural." It was added the rv lead exhibited a "visual difference from normal condition." It was stated the turns of the rv coil, at the edge away from the lead tip, were uneven. The rv lead was not implanted and replaced. No patient complications havebeen reported as a result of this event.